Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector guide pins were bent and blocking a belt connection. The root cause for the damaged receptacle was excessive force. No adverse events occurred due to the damaged monitor.

Event description:
A us distributor reported that a patient's battery would not power on a monitor.